Manufacturer narrative:
B3: event date is estimated. D6b: explant date is unknown.

Event description:
It was reported that the patient had an infection at the lead and ipg site. The patient was given oral antibiotics. Surgical intervention was undertaken at an unknown date and the system was explanted. The infection is now resolved.